Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with the lowest blood glucose reported as 60 mg/dl and duration outside 70¿180 mg/dl occurring overnight; the user treated with oral carbohydrates including graham crackers and apple juice. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, and no ketone testing. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed an event of hypoglycemia with an unclear cause and no device malfunction identified based on available information. It was concluded that the event was user-managed with oral glucose and that no further clinical consequences were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.